Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code: 93010, lot: v1376045 (lot marked on component) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been released to the market. Orthofix (B)(4) checked the internal records related to the controls made on the device code: (B)(4), lot: v1376046 (lot marked on component) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been released to the market. Orthofix (B)(4) checked the internal records related to the controls made on the device code: (B)(4), lot: v1376048 (lot marked on component) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been released to the market. Orthofix (B)(4) checked the internal records related to the controls made on the device code: (B)(4), lot: v1376841 (lot marked on component) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been released to the market. Orthofix (B)(4) checked the internal records related to the controls made on the device code: (B)(4), lot: v1378781 (lot marked on component) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been released to the market. Technical evaluation- on 6th august 2019 orthofix (B)(4) received from the local distributor all devices used to build the frame: (B)(4). As the notified failure referred to loosening of a large clamp, the large clamps were investigated by orthofix (B)(4) quality engineering department. The clamps were subjected to visual and functional check as per orthofix (B)(4) specification. The visual check evidenced that all clamps are discoloured with signs of wear. The video provided by the local importer has been examined and an incorrect closure procedure has been noticed. The closure of the clamp with the wrench was performed forcing the mechanism to make a full circle. This is not the correct way to provide the correct stability of the system. A manual functional check has been performed in order to verify the closure of the clamps. In particular, it has been checked if using the correct closure procedure the screw and the rod are correctly blocked by the clamp. All clamps meet the specifications: they are able to block the screw and the rod. A further test to verify the slipping torque confirmed that the clamps perform as intended for the application. Medical evaluation- the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluations: 5 august 2019. In the video it is not possible to see if the dot on the cam was in the correct position before the hand tightening. This needs to be confirmed in the technical analysis. On 4 september 2019 with the outcome of the technical analysis, this investigation is very useful because it confirms that the surgeons in (B)(6) have been using an incorrect technique for tightening the galaxy clamps. Therefore the short answer to this technical analysis is that it confirms our suspicion that an incorrect technique was being used. Final comments- the results of the technical evaluation evidenced that the returned devices were originally conforming to orthofix design specification. From the analysis of both returned components and video provided it possible to make some considerations: the manual and mechanical tests do not show anomalies in the components performance. The video shows an incorrect closure procedure. It is incorrect to make a full circle of the closure mechanism: a full circle put the locking mechanism in the initial position which is the "open" position. Orthofix (B)(4) can conclude that the failures occurred are related to incorrect use of the clamps. Orthofix would like to remind that the instructions for a correct closure of the galaxy clamps are included in the instruction for use leaflet, ref: pq gal and in the galaxy fixation system operative techniques, ref gf-1101 and gf-1102. Orthofix (B)(4) continues monitoring the devices on the market. Please kindly refer also to MFR report number 9680825-2019-00048 follow up 1, 9680825-2019-00057, 9680825-2019-00058, 9680825-2019-00059.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: elbow. Surgery description: fracture treatment. Patient information: unavailable. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: clamps loosening. Video as attached. Patient need to undergo second surgery in ot and again it loosens. Surgeon finally changed to orif. The complaint report form also indicates: the device failure caused adverse effects on patient (loss of fracture reduction). The initial surgery was not completed with the device. A replacement device was immediately available to complete surgery. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was required: performed on (B)(6) 2019. Copies of the operative reports are not available. Copies of the x-ray images are available. Patient current health condition: n/a. Further information received on 3rd september 2019. Date on which the loosening of clamps was observed: (B)(6) 2019. Number of clamps which loosened as reported in this ae: I do not have the detail of the codes and lot numbers. Patient outcome after the second surgery: the patient is doing fine. Manufacturer reference number: (B)(4).